Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis, on unknown date with unknown blood glucose value. The customer did not want to do troubleshooting on insulin pump. It was unknown that the customer was using auto mode feature. The devices will not be returned for analysis.